Event description:
It was reported that during a surgical procedure, the bur broke during a craniotomy and was left in the patient. The fragment was removed during a revision procedure. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
D4: full UDI is unknown as the lot number was not reported. H6: the quality investigation is complete.